Manufacturer narrative:
It was previously reported that a trilogy evo ventilator became inoperative during clinical use. The event was described as a ¿vent inoperative¿ condition. No patient harm or injury was reported. The device was reportedly in use. The device was removed from service and sent for evaluation. There was no indication of adverse patient outcome related to the event. The device was returned to the manufacturer for evaluation. The complaint was confirmed, and error codes 144 (evt_mcl_foc_shutdown), 155 (evt_mach_flow_drift_high), and 330 (evt_drift_debug) were found in the error log. Based on the diagnostic findings, the following components were replaced: the blower (due to error 144), the machine flow sensor (due to error 155, which is considered reportable), and the system pca (due to error 330). The flow sensor was identified as the reportable component. In addition to the reportable component, the air inlet foam filter was replaced as part of preventive maintenance. The software was updated from version 1.06.05.00 to 1.06.10.00. The device underwent full functional testing and passed all tests according to manufacturing specifications. Quality inspection was completed, and the evaluation is now closed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.